Manufacturer narrative:
Additional info provided by dr on 19 march 2007 indicated that the pt was removed to hospice where he expired due to pancreatitis. This med watch is being filed for the first interlock coil placed during this event. An additional med watch report (6000125-2007-00011) is being filed for the second interlock coil used during this event. This device has not yet been received by this manufacturer; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The following info was obtained from both a user med watch and a boston scientific sales representative. A pt underwent an embolization of the gastric duodenal artery in preparation for eventually yttrium-90 therapy of the right hepatic artery. Several matrix micro coils had been placed in the mid and distal gda. A single 4 mm x 15 cm interlock coil was placed in the proximal gda through a renegade microcatheter uneventfully. There was still side branch filling from the gda and an additional 4 mm x 8 cm interlock coil was then advanced through the microcatheter to deploy it in the proximal gda. The coil was advanced beyond the distal end of the catheter with the pusher wire and it was noted fluoroscopically that the coil did not detach from the wire. The coil was pulled back in the microcatheter and the microcatheter advanced over the coil in an attempt to detach it which was unsuccessful. The coil was then pulled further back into the microcatheter with the intent of totally removing it. This began to destabilize the other coils that had been positioned in the gda. The coil was then readvanced into the gda and with advancing the microcatheter and angiographic catheter over the wire, wire and coil eventually separated. These maneuvers caused a dissection of the common hepatic artery and both interlock coils were destabilized enough to advance into the right hepatic artery. The dissection was stented with a good cosmetic result and both interlock coils were removed with a snare. Completion arteriogram showed significant compromise flow to the right hepatic lobe.